Manufacturer narrative:
Additional information: the event was reported to have occurred on an unspecified day in (B)(6) of 2018. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported unspecified system error, which was not reproduced. The reported unspecified system error was verified as system error 320 through a review of the event history log and found to be caused by a broken upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified system error during therapy of vancomycin (dose, programmed amount and delivery rate unknown). The device was unable to restart the infusion after the system error occurred. The user stated that the device was swapped out for a functional device and there was no patient injury or medical intervention associated with this event. No additional information is available.